Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during attempted removal of an epidural catheter, the primary rn encountered resistance on the initial pull. The patient was repositioned and a second removal attempt was made, again meeting resistance. A second rn assisted, and additional attempts were made with patient repositioning, but resistance persisted. Anesthesia was consulted to assist with catheter removal. Upon evaluation, anesthesia also encountered resistance despite repositioning. Additional traction was applied during removal, at which time the catheter fractured, resulting in retention of a portion of the catheter. Subsequent imaging demonstrated a retained epidural catheter fragment near the superior margin of the l3 spinous process, slightly left of midline, entirely within the paraspinal soft tissue. After consultation with neurosurgery, the decision was made to manage the patient conservatively with observation and follow-up in two months. The patient was discharged home without surgical removal of the retained catheter fragment".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the catheter breaking during removal was confirmed based upon the investigation of the sample received. The customer returned one catheter adapter and one epidural catheter piece. The returned components were received connected. The returned catheter piece showed signs of stretching as the extrusion and coil wire were stretched at the likely most distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coil wire stretching at the distal end, unintentional user error caused or contributed to this event.

Event description:
It was reported that "during attempted removal of an epidural catheter, the primary rn encountered resistance on the initial pull. The patient was repositioned and a second removal attempt was made, again meeting resistance. A second rn assisted, and additional attempts were made with patient repositioning, but resistance persisted. Anesthesia was consulted to assist with catheter removal. Upon evaluation, anesthesia also encountered resistance despite repositioning. Additional traction was applied during removal, at which time the catheter fractured, resulting in retention of a portion of the catheter. Subsequent imaging demonstrated a retained epidural catheter fragment near the superior margin of the l3 spinous process, slightly left of midline, entirely within the paraspinal soft tissue. After consultation with neurosurgery, the decision was made to manage the patient conservatively with observation and follow-up in two months. The patient was discharged home without surgical removal of the retained catheter fragment".